Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 5 ml of solution in the housing. The reported condition of a leak inside the housing was confirmed. A leak test was performed by filling the reservoir with green water. Immediately during fill, the green water went directly into the housing, not into the reservoir. The root cause was determined to be half-broken coiled tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter sweden received a report that one (1) infusor device leaked during filling. The report states that when filling the device, solution did not fill properly into the reservoir, just inside the housing. It is unknown with what the device was being filled. No report of patient involvement, injury, or medical intervention. No additional information